Event description:
A report was received from (B)(6) indicating that during use, an alert was generated and the ventilation stopped. No pt harm was reported.

Manufacturer narrative:
An investigation is in process. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).